Event description:
A lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and/or consequential damages due to the implanted lead. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No specific patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku.